Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The up/down keypad buttons responding intermittently when pressed and the ok keypad button has to be pressed very hard for a response. The reporter claimed that the buttons click/spring back as usual and reported that the keypad is intact. There was no adverse event associated with this complaint.